Event description:
During a laparoscopic abdominoperineal resection, the tl30 was defective and the staples misformed. There was no consequence to the pt. 5/8/97 rep responded the case was completed with another tl30. There were no add'l details.

Manufacturer narrative:
Visual inspections & results: cartridge batch number; gp5121. Cartridge position; loaded. Casing position; back. Hook shroud condition; good. Instrument serial number; 587. Lockout slide position; unlocked. Number of staples returned in cartridge; none. Retaining pin position; forward. Safety position; unlocked. Trigger position; open/unlocked. Functional tests & results: hook shroud condition; good. Indicator function properly; yes. Indicator setting when firing; 2.5. Knob collar lockout slot condition; good. Lockout slide tip condition; good. Safety disengage properly; yes. Staple heights conforming; na. Staples fire properly; yes. Staples form properly; yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.